Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30) during basal delivery with multiple cartridges. Customer¿s blood glucose level was 77 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.